Event description:
Clinic notes dated (B)(6) 2015 were received which indicated that the patient is having more seizures at work. It was also noted that on (B)(6) 2014 the patient had more auras. The physician reported that the vns is helping the patient. The interventions taken were to increase the patient¿s medications and change medications. It was noted that no causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures and auras. The physician stated that the patient had medically refractory epilepsy. The physician did not know the relationship of the increase in seizures to the patient¿s pre-vns baseline levels.

Event description:
Additional information was received that the patient underwent prophylactic generator replacement on (B)(6) 2015. The explanting facility discarded the explanted device; therefore, no analysis can be performed.